Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery as the device was no longer working properly. Prior to revision, a fluid leak was suspected but one was not identified during the procedure. All components were removed and replaced with a new ipp system. There were no patient complications.